Manufacturer narrative:
Patient codes: (B)(4). Internal file number - (B)(4). The device was returned for analysis. The reported unstable stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported unstable stent. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the device was inserted in the anatomy, but not deployed. During device removal, the balloon was slightly inflated to make sure the device could be retrieved with the stent still on the balloon. There was no reported adverse patient effect or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that during preparation and before use, when the rx multi-link 8 stent delivery system was unpacked, it was noted that the distal portion of the stent had moved distally on the balloon. The device was not used and there was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.